Event description:
On (B)(6) 2009, a company representative reported the patient is having concerns with his insulin infusion sets. She had no other information. On follow up with the patient, the same day, he stated when he tried to prime his insulin infusion device (competitor product) and tubing, he went through most of his insulin, but could not get insulin to come out the tubing. He stated he did not see insulin elsewhere and did not receive any error messages. He changed the tubing twice, and was finally able to get insulin to emerge from the tubing. He thinks something was wrong with the tubings, as both came out of the same box. He stated there was no visible damage to the tubings. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.